Event description:
The customer reported that the ventilator intermittently will not start up. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and installed a new user interface module to fix the reported issue. Ventilator operates within factory specifications.